Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corner, cracked reservoir tube window and partially broken off reservoir tube lip. The reservoir tube lip was partially broken off; and the test reservoir was not lock in place properly. Insulin pump passed idle current test, run current test, self test, off no power test and unexpected restart error test, unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. Unable to perform basic occlusion test and displacement test due to partially broken off reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap was not damaged. It was advised a replacement will be sent and to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.